Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed leakage from the filter blood header (access side). The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with prismaflex m150 set, an external blood leak was observed at the lower cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.